Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and bonewax was used. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. H3 investigation summary according to information received, unspecified quality issue was reported. The product was returned to eth for evaluation. Visual inspection revelated that four empty packaging and three bone wax inside the folder packet were received for analysis. Product code w31.upon visual inspection of the returned samples, it was noted that the samples contained the bonewax bar product. However, it was observed that the bone wax bar had melted into the folder packet. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.